Manufacturer narrative:
This medwatch is for compact system 1. Please see medwatch with patient identifier (B) (6) for report on compact system 2.

Event description:
Customer reported blood glucose results received over a 3-week period. The results were obtained on 2 different drums of strips, unsure which tests were run on which drum. A separate medwatch will be submitted for each drum, referred to as compact system 1 and compact system 2. On (B) (6) 2009, 14 mg/dl and 413 within 10 minutes on the compact system. Reported from a second unspecified date, a results series of 204 mg/dl, 331 mg/dl, and 457 mg/dl. Reported from a third unspecified date, a results series of 160 mg/dl, 454 mg/dl, and 213 mg/dl. Reported from a fourth unspecified date, a results series of 122 mg/dl, hi, which on the compact system indicates a result in excess of 600 mg/dl, and 406 mg/dl within 10 minutes on the compact system.